Manufacturer narrative:
Device failure occurred, but did not cause or contribute to a death or serious injury.

Event description:
It was initially reported that the site's programming system was returned to manufacturer as it was no longer needed. Analysis was completed on the returned programming system. Laboratory analysis of the programming wand revealed that the device would not consistently communicate. Further analysis revealed that the serial data cable, which produced communication errors, had intermittent conductors at the handle location. After the serial data cable was substituted, the programming wand was electrically tested and was found to be operating within the designed limits of the final electrical test requirements.